Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was non-responsive as well as random no delivery alarm. Customer¿s blood glucose level was unknown. Customer was also reported that the diminished battery life and insulin pump settings had re-set when placing a new battery and there was a crack in the back of the insulin pump. Troubleshooting was not performed. The device will not be returned for analysis.